Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The call center ticket was logged with the following text "ECG failure". No patient involvement was reported.